Event description:
The pt reported that her blood glucose was 245 mg/dl at 11:00 am on (B)(6) 2013 and she corrected with a 6.6 unit bolus. At 5:20 pm her bg was 176 mg/dl and she took an add'l 2.45 unit bolus, and then another of 6.4 units for 17 grams of carbohydrate eaten. At 6:49 pm her bg was 356 mg/dl which she corrected with a 9.6 unit bolus. On (B)(6) 2013 she vomited between 6:00 and 7:00 am. She then went to the hospital, where she stayed for about a day. She used a different bg meter between 7:00 and 10:30 am and didn't have it available to provide results from this period. She ate 20 grams of carbohydrate and took 4.25 unit bolus for meal (time not reported). At 10:30 am her bg was 271 mg/dl and she corrected with an 8.25 unit bolus and at 5:34 pm it was 389 md/dl, corrected with 12.2 units. At 6:08 pm she was eating 15 grams of carbohydrate, had bg of 279 mg/dl and took a 1.4 unit bolus. The pod was deactivated at 9.36 pm.

Manufacturer narrative:
The device was not returned for evaluation. We are not able to determine if any malfunction or other product condition could have contributed to the pt's high blood glucose and hospital visit. No qualification records were reviewed because no product lot number was reported. The omnipod user guide warns: "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have the symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." And advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at nay point, check of ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."